Manufacturer narrative:
Functionally evaluated. Flex arm is rigidity by manually fully tightening and manipulating instrument tip. The instrument tip was insufficiently rigid after full tightening. The above observations are consistent with anticipated wear due to a worn internal cable, resulting in the foregoing event.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the flex arms would not tighten during use. Although the instruments were used intraoperatively, no patient injury was reported.